Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that there was an ins/system issue during a procedure. The rep stated that the set screw on the 97800 implantable pulse generator (ipg) did not tighten after the torque wrench was engaged, the set screw on the 97800 was faulty. They opened another 97800 ipg and the new one worked. The issue was resolved. No patient symptoms were reported. The rep stated that they had possession of the product and that it would be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.